Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut inlet tubing and sample port connector was received. Visual inspection of the sample noted no obvious visible defects were noted. The catheter balloon inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with difficulty. The balloon was dissected to find that the inflation notch was not cut, which could cause both difficulty in inflating as well as failure to deflate. The root cause for this failure mode was due to "missing notch perforation/ notch marked only and flash still attached to the piece." The device did not meet the specifications, and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon difficult to inflate on the way during the water injection. Also, the water has been injected to the midway was unable to drain from the foley catheter balloon. Per follow-up via ibc on 25sep2020, it was unknown how the catheter was removed, and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the foley catheter on the way to injection water. Also, water that had been injected to midway was unable to drain from the balloon of the foley catheter. Per follow up via ibc on 25sep2020, it was unknown how the catheter was removed. There was no impact to the patient.